Manufacturer narrative:
(B) (4).

Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens on (B) (6) 2008 in the pt's left (os) eye. The lens was explanted on (B) (6) 2009 due to lens opacity. Opacity first observed on (B) (6) 2008. Post-op bcva 20/200.